Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent was caught on the collar of the 6fr guidezilla¿ guide extension catheter and was stripped off. The balloon of the synergy was inflated inside the guidezilla and the devices were removed as a unit including the dislodged stent. The procedure was completed with a 3.5 x 38 synergy ii drug-eluting stent. No further patient complications were reported.